Event description:
It was reported that prior to use the bd luer-lok¿ syringe sterile, single use, 3 ml, had no perforation between each package. The following information was provided by the initial reporter: our unit received 3ml syringes with no perforation separating each syringe. Essentially, we must open multiple syringes when we only need one making it a waste of product.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported that prior to use the bd luer-lok¿ syringe sterile, single use, 3 ml, had no perforation between each package. The following information was provided by the initial reporter: our unit received 3ml syringes with no perforation separating each syringe. Essentially, we must open multiple syringes when we only need one making it a waste of product.